Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates and inadvertently input a lower number onto the pump bolus menu. The customer's blood glucose was 225 mg/dl.